Manufacturer narrative:
The reported events were not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The damage noted to the lead body was consistent with that occurring at time of explant.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). A number of high rate tachycardia episodes occurred and no therapy was delivered. An error message was received stating "possible high voltage circuit damage detections." The device and lead were explanted and replaced.